Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would "not turn on." There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy. Additional information regarding the reported issue was not provided.